Manufacturer narrative:
(B)(4). Investigation summary: an opened box with three packets of product code j370 were returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, three packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional testing was performed, and the pull force result were above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name: irgacare®; active ingredient(s): triclosan; dosage form: suture/solid/parenteral; strength: 275 g/m. Event related to mw # 2210968-2021-08157 and mw # 2210968-2021-08158.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. The suture popped off the needle at the swage. The procedure was completed with a like device with no patient consequences. Additional information was requested